Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6 component code: g01003.the complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 23184ui00 and the complaint issue. Labeling review concludes that the issue is adequately addressed. Historical performance of reagent lot 23184ui00 was evaluated using worldwide field data. The median population result for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for the lot. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 23184ui00 was identified.corrected information found in section d3 phone number, fax number, and email, and section g1 mfg site email and mfg site fax number.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient identifier: multiple = (B)(6). All available patient information has been included. No additional patient details are available. This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false elevated architect stat high sensitive troponin-I results that could not be confirmed in repeated measurements by other methods (siemens or roche) on multiple samples. The customer stated, ¿the first measurement was wrongly high, the clinic questioned the result, the repeat measurement was in the normal range¿. No specific values were provided, however, the following sids were provided: (B)(6) 2021 sid (B)(6), (B)(6)2021 sid (B)(6), (B)(6) 2020 sid (B)(6). No impact to patient management was reported.